Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing was to be used to deliver an unspecified chemotherapeutic agent. It was reported that the tubing set was primed in the pharmacy department and was delivered to an unspecified nursing unit. The customer contact indicated that after the tubing set and solution container were received, the nurse noted that solution leaked from an unspecified location on the tubing set. There were no adverse effects to the nurse. No medical interventions were reported. Though requested, no add'l info was provided, included if the tubing set was replaced and the therapy was initiated and if the solution that leaked was cleaned upon according to the user facility's protocol.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot are expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.